Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt must charge her ipg more frequently. She stated that she used to charge every five days, and now she must charge every three days. No further info is available at this time. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.